Manufacturer narrative:
The probe was discarded by the user and will not be returned to neuwave for analysis. A review of the system data logs provided the serial numbers of the two probes used. It is not known which of two probes had the broken tip. A review of the device lot history records indicated the probes met all specifications and passed all manufacturing tests. No additional action is planned.

Event description:
The physician was using two certuspr 15 cm probes in a two probe clip to perform pre-transection coagulation of the liver. Coil fiducial markers had been placed in the patient's liver by the physician. Near the end of the pre-transection coagulation procedure, the physician felt unexpected resistance when placing the probes into the liver. One of the probe tips was inadvertently placed in a coil fiducial. While attempting to remove the probe, the physician noticed that the tip was broken off. The probe tip was removed from the patient via suction. A c-arm x-ray confirmed that no parts of the probe remained in the patient. The probe was disposed of by the facility and is not available for evaluation. There were no reported adverse health effects to the patient.